Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, on laparoscopic endoscopic insertion, there was bleeding on the staple line after anastomosis. The event led to extend patient hospitalization for two days. An additional operation was performed to correct the issue to complete the case, an endoscopic clip insertion was done.